Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, the patient was administered general anesthesia (B)(6) 2014, to excise the excess skin. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.